Manufacturer narrative:
Additional information: event details. FDA patient code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure that was performed was a transforaminal lumbar interbody fusion (tlif) minimally invasive surgery. The amount of inaccuracy that was observed was 3-5mm. The site proceeded with and completed the surgery by aborting navigation. There was a surgical delay of greater than one hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the system has been tested and the inaccuracy was unable to be duplicated.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that there was an alleged inaccuracy. It was stated that the inaccuracy was severe. Everything appeared to be superior to where it was on the anatomy. The reported issue occurred during the navigate task. It was noted that this was the physician¿s first minimally invasive surgery (mis). There was no impact on patient outcome due to this issue.